Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 541 mg/dl; cause was unknown. Reportedly, a correction injection was delivered to address bg. Recommendation was made to contact their healthcare provider (hcp) or tandem technical support and if they need further assistance. No additional patient or event information was available.